Event description:
It was reported that the venous cannulae was inserted normally to put the venous cannulae into the veins, but the continuous bending occurred and the ECMO procedure could not be performed. It occurred during patient use. The patient was moved to the intensive care unit. No harm or death to any person was reported. Complaint: # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available. Sample was discarded by user.

Manufacturer narrative:
It was reported that on june 20, 2022, professor (B)(6) of (B)(6) hospital applied va-ECMO using two cannulas, one hls cannulae 17fr 15cm product and one hls cannulae 23fr 55cm product, to apply ECMO to corona emergency patients in the corona emergency ward. Cannulation was performed to apply it, and the venous cannulae was inserted normally to put the venous cannulae into the veins, but the continuous bending occurred and the ECMO procedure could not be performed and the patient was moved to the intensive care unit. In principle, products used in the corona ward should be disposed of on site, and product recovery is impossible. No harm or death to any person was reported. The product was discarded by customer. At this time no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. A medical assessment was performed by medical affairs as follows: "due to the low amount of information, these conclusions are assumptions that represent possible root causes for the event. In general, it has been said that ¿the main goal of ECMO cannulation is to provide the least traumatic and most durable and simplified method of delivering the blood to and from the circuit. Detailed knowledge of the blood flow and possible pitfalls of each technique is essential when choosing cannulation site. Experience in using the variety of extracorporeal cannulation cannot be overrated. Training is essential before embarking on such highly traumatic support. The cannulation can be performed either using percutaneous seldinger technique, open cutdown, open cutdown seldinger (¿semi seldinger¿) or open cutdown with end-to-side graft (dacron) to the artery. In general, all percutaneous cannulations should be accomplished with seldinger¿s technique. Long and smooth guide wires are forwarded, if possible under echocardiographic or fluoroscopic control, and the access can be stepwise widened with appropriate dilators before advancing the cannula. An ultrasound estimation of the vessel size can be helpful. Vascular calcifications and previous vascular surgery may render cannulation difficult or even impossible. Alternative strategies are then needed, which include targeting another vessel or open surgical cannulation (possibly suturing a dacron tube). The following possible root causes can be derived from the explanation above: it is unclear from the data whether cannulation was performed using imaging techniques. This control measure can be used to detect scarring and vascular changes that significantly complicate the cannulation. Insufficient dilatation of the insertion site can also lead to increased resistance and thus cause the cannula to bend. Further possible root causes are mentioned by rupprecht et al.: the inability to insert cannulas into the appropriate vessels has the consequence that extracorporeal support is not possible. Main underlying reasons are responsible for cannulation [difficulty]: 1) morbidly obese patients, 2) resuscitation scenarios, and 3) severe vascular calcifications or scarring. Additional possible root causes are: an inappropriate steep angle of cannulation could also result in a complicated cannulation. It is commonly known that before inserting the cannula is flushed in a basin of water. If the water would have been too warm and the cannula became flexible, it could have led to difficulty the user experienced. It is also important that during cannulation the introducer is secured and completely connected to the cannula all the time. If the introducer would have been removed during the cannulation procedure accidently, it could have led to complications. To avoid worsening vascular injuries, the medical team weighed the further actions and decided against further cannulation attempts. The patient was brought to the intensive care unit for recovery. Without the advantage of direct product testing, a more precise root cause of the observed bending of the cannulas cannot be provided in this medical assessment; however, given the available information, there is no indication of an association between the product and the event experienced by the patient." Furthermore the production history record (DHR) of the affected be-pas 1715 with lot# 3000194175 was reviewed on 2022-07-07. According to the DHR results, the product be-pas 1715 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the information above, the product problem could not confirmed. The customer will be informed about the investigation results by sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
(B)(4).